Event description:
It was reported that during central processing, it was observed that the cables from the pk dissecting forceps instrument was frayed. The instrument was not used. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cables to be frayed. Visual inspection found the down cable to be frayed at the distal end. The crimp that was attached to the cable was still in place. Pitch cable displayed one longer strand that was frayed. There was no damage to the other wires or conductor cable. Grips showed no damage. The customer reported complaint does not in itself constitute a MDR reportable event; however, the frayed cable if to recur could cause or contribute to an adverse event.